Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The received user medwatch did not contain any identifying account information. As the reported lot was purchased by multiple accounts, we are unable to identify the reporting account. The results of the device evaluation will be sent via a follow up medwatch. Complaint #(B)(4).

Event description:
User medwatch mw5066848. It was reported that during an endo venous laser ablation procedure, the laser fractured and a portion remained in the left small saphenous vein. There was no report of permanent patient harm or injury. It was reported the disposable device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
The received user medwatch did not contain any identifying account information. As the reported lot was purchased by multiple accounts, we are unable to identify the reporting account. As the reported disposable device was not returned, angiodynamics is unable to perform a device evaluation. Without a device evaluation, a definitive root cause for the reported complaint description of fiber fracture cannot be determined. The customers reported complaint of a fractured fiber (inside the patient) could not be confirmed because no sample was returned for evaluation. A review of the incoming lot history records was performed for the reported packaging lots for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly, and performance specifications. Angiodynamics' vendor of this device was made aware of this complaint. At the vendor facility, manufacturing and inspections procedures include a 100% inspection of the entire fiber, including the quality of each strip. Each unit is also repeatedly bent and coiled during the processing and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging and shipment. During the hene laser test the fiber tip is examined closely for damage. The directions for use which is supplied to the end user with the reported catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4). Device unavailable for return.